Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : na.

Event description:
There was an allegation of questionable troponin t gen5 stat elecsys result from cobas e411 disk analyzer serial number (B)(6). Patient (B)(6) initial result was < 6 ng/l. The repeat results were 8 ng/l and <6 ng/l. Patient (B)(6) initial result was 14 ng/l. The repeat results were 11.93 ng/l and 11.9 ng/l. Patient y initial result was around 16 ng/l. The repeat results were 28.8 ng/l and 29.40 ng/l. The questionable results were reported outside of the laboratory. A corrected report was issued for sample y.